Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va005gn, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that the device did not work and never did work. She wanted the device taken out. The patient was indicated for gastrointestinal/pelvic floor and they asked if it was bad to have the device left in her, or what might happen if she doesn't have it checked. In addition, the patient was not interested in scheduling appointment with their health care provider (hcp) at the time of the report. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she had a loss of therapy, the device had not worked since implant in 2012, she went for some tests and she was told it was not working. She was not sure what wasn't working. She also noted having two leg surgeries, one in 2014 or 2015 and the other in 2013 or 2014. She had an appointment with her managing healthcare provider on (B)(6) 2015. No potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider reported that troubleshooting related to the lack of therapeutic effect included programming. The patient was educated about the controller as an intervention to resolve the lack of therapeutic effect. The cause of the lack of therapeutic effect was determined, but no cause was clarified. The lack of therapeutic effect was resolved.